Event description:
The surgeon has concerns that the arthrex pump that was used in the surgery was not calibrated to deliver the correct amount of fluid, causing swilling in the patient's quadricep muscle. Preventative & corrective maintenance records were reviewed as well as the manufactures guidelines of use. The pump was used as directed. Upon receiving this concern, the pump was testing against factory specifications with the following results @ 10% flow: pressure set: 35 50 75 100 120, display: 77 110 165 220 264, actual: 82 116 174 229 274. Per out biomed department, these readings are within the manufacturer's specifications. The pump has been sequestered and the remaining pumps will be exchanged by the manufacturer.